Event description:
It was reported that the patients ipg had migrated. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1232 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.